Manufacturer narrative:
Follow-up # 1 ¿ (09/15/2014), the patient¿s meter has been returned on 8/27/2014 and evaluated by lifescan product analysis on 9/3/2014 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging his one touch ultralink meter read inaccurately high compared to another device. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that an alleged inaccuracy began on (B)(6) 2014 at 2:00 p. M. At an unspecified date/time, the patient obtained blood glucose readings of ¿414, 427, 417 mg/dl¿ with the subject meter and ¿326 mg/dl¿ with another device (onetouch ultralink), performed within 30 minutes of each other. Based on statistical methodology the calculated difference between these glucose results exceeds the expected value of less than or equal to 30%. The patient manages his diabetes with an insulin pump and stated he took ¿10 units of insulin¿ in response to the alleged inaccurate readings obtained with the subject meter. The patient stated, at an unspecified time after the alleged issue occurred, he developed symptoms of ¿agitated and nervous¿. It is not known if the patient received any treatment in response to these symptoms. During troubleshooting, the customer care advocate (cca) confirmed that the subject meter was set to the correct unit of measure setting. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported as a malfunction because the subject meter did not meet lfs¿ accuracy criteria.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.